Event description:
It was reported that while introducing the bd nexiva¿ single port with maxzero¿ closed IV catheter the needle went through the catheter. The following information was provided by the initial reporter: when the nurse was attempting to start and IV, when threading the catheter the wire went through the plastic catheter tip.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: foz. Common device name: intravacular catheter. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while introducing the bd nexiva¿ single port with maxzero¿ closed IV catheter the needle went through the catheter. The following information was provided by the initial reporter: when the nurse was attempting to start and IV, when threading the catheter the wire went through the plastic catheter tip.